Event description:
The customer reported that the left monitor deflection was off. It looks like an oval shape. Also the system was slow to boot up or does not boot up at all.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep verified the problem with the system and replaced the left monitor, but needed assistance with the beam alignment. He performed a beam alignment. He also found ruptured capicitors leaking dielectric on the sbc board. He replaced tje sbc, h.d., i.p. System interface boards and lithium batteries, flashed the nodes, loaded the new software and reload cal files, found debris on the camera lens, cleaned camera lens and i.I. Lens, found the printer jammed and unjammed the printer and reload paper. The system operates as designed.